Event description:
In 2008, the pt reported that 5-6 times over the last few years, he has had several infusion set headsets fall off of his body in high temperatures, times of activity, or while swimming. He stated that he has never experienced any physiological effects as a result. He stated that he changes his infusion sites every 3-4 days. He was advised to change the infusion site every 3 days. He was educated on the "sandwich method" and using tegaderm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.